Event description:
Cardiovascular failure [cardiac failure]. Case description: spontaneous report was received on (B)(6) 2012, from a physician (via a company rep) regarding a pt (initials, date of birth, and gender not provided). The pt's medical history was not provided. The pt was grafted with epicel on two occasions, 96 grafts on (B)(6) 2011, and 40 grafts on (B)(6) 2012. On (B)(6) 2012, the pt expired due to cardiovascular failure. The action taken with epicel treatment was not provided. Concomitant medications were not provided. The intensity for the event of cardiovascular failure was not provided. The relationship between epicel and the event of cardiovascular failure was assessed as unrelated by the reporting physician.

Manufacturer narrative:
Additional info was received on (B)(4) 2012, in the form of qa investigation summary. All sterility and environmental monitoring results for the production of the epicel assemblies for lot ee01572 met acceptance criteria. Qa's review the lot batch records, supporting documentation, and testing results indicate that lot ee01572 met all in-process and release specifications. The benefit-risk relationship of epicel is not affected by this report.